Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead prevented stylet insertion once it was placed in the patient. The physician could not be advance a second stylet within the lead. The device was also not able to be interrogated pre-implant and noted the device as cold. Another lead was implanted instead along with the device which could then be interrogated. No further problems were reported. The case progressed uneventfully from this point onward. No further information is available.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.